Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted the connector is deformed; therefore a functional test could not be performed. The review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes.the device was manufactured in 2015, which suggests it has been in use for some time. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit has been issued for the device.

Event description:
It was reported that the sureshot targeter didn't work. Doctor used free hands to insert the screw. There was no smith and nephew back up.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted the plug is deformed; therefore a functional test could not be performed. The stated failure cannot be confirmed. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However, we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for troubleshooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.